Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, the catheter was allegedly missing from the kit. Reportedly, the sterility of the device found to be affected. The procedure was completed with another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using power port MRI isp, 8 fr. Groshong, int w sp, attachable sl. During the preparation of port placement procedure, the catheter was allegedly missing from the kit. Reportedly, the sterility of the device found to be affected. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unsealed powerport isp MRI implantable port kit with various kit components were received for evaluation. Visual evaluation was performed on the returned sample. Components were received in a product tyvek tray. Seal transfer was noted throughout the border of the tray. The catheter was not returned. Therefore, the investigation is inconclusive for the reported missing component and sterility issues as the device was received in an unsealed condition. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.